Manufacturer narrative:
Date of event: exact date unknown, event occurred 4 days ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to feel stimulation, and felt a strong stimulation sensation prior to that. The patient underwent an ipg replacement procedure, and was doing well postoperatively. The explanted ipg and percutaneous leads were kept by medical facility.